Event description:
It was reported that this right ventricular (rv) lead was surgically revised or reimplanted due to pacing threshold elevation caused by lead dislodgement which was confirmed via x ray. The second attempt was performed the following day. During this procedure, the stylet could not be fully inserted due to blood present in the stylet lumen which was suspected to be a thrombus. This rv lead was successfully explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically revised or reimplanted due to pacing threshold elevation caused by lead dislodgement which was confirmed via x ray. The second attempt was performed the following day. During this procedure, the stylet could not be fully inserted due to blood present in the stylet lumen which was suspected to be a thrombus. This rv lead was successfully explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the patient codes field (h6) in section h, device manufacturers only. The device was not returned for discarded; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead was surgically revised or reimplanted due to pacing threshold elevation caused by lead dislodgement which was confirmed via x ray. The second attempt was performed the following day. During this procedure, the stylet could not be fully inserted due to blood present in the stylet lumen which was suspected to be a thrombus. This rv lead was successfully explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the patient codes field (h6) in section h, device manufacturers only.